Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope cover unit dirty a root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Based on the results of the investigation, it is likely the water leakage led to the additional malfunction, cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of the event is unknown. A supplemental report twill be submitted when provided.

Event description:
It was reported the gastrointestinal videoscope presented scope communication error b30. There were no reports of patient harm.